Event description:
A healthcare professional reported that during a stent-assisted coil aneurysm embolization, an enterprise2 4mmx30mm no tip vascular reconstruction device (product code: encr403000, lot number: 83371720) was impeded in the distal end of an unspecified microcatheter (mc) and could not pass through the microcatheter. The doctor only retracted the stent alone, the stent was found detached from its delivery wire at the site after it was out of the y connector. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire of the stent¿. The stent was detached from its delivery wire after it was out of the y connector. The replacement stent was another enterprise2 of the same product code. Additional event information received on 03-jul-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was saline flushing during the procedure, concentration was 0.9% physiological saline and heparin 1000u/500ml. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x). There was no twisting on the microcatheter. The operation was postponed for 10 minutes, however, there was no adverse consequences.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.